Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that external outer insulation abrasions exposing the outer coil caused by friction to the device can were noted at 13.3 cm to 13.8 cm and 16.5 cm to 16.6 cm from the connector pin. Di not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.